Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible perforation of the right ventricle and diaphragmatic, nerve stimulation were observed. The right ventricular (rv) lead was explanted and will not be replaced. The implantable pulse generator (ipg) was reprogrammed to the aai mode but the issue was observed while populating the data in the device sets. The device serial number could not be populated and complete inactivation of the rv was not possible. The ipg remains in use. No further patient complications have been reported as a result of this event.